Event description:
Customer reported that she had high blood glucose of over 600 mg/dl and low blood glucose of 35 mg/dl. Customer stated that her insulin pump did not deliver the insulin or delivered too much and the insulin pump did not alarm. Customer also stated that the insulin was squirting out during priming. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.